Event description:
After reading all warnings and instructions multiple times prior to using the elvie stride2 breast pump, prior to use, I followed all guidelines, and was injured by the product. Toward the end of my pumping session, I felt severe pain in one breast. I immediately stopped the pump, broke the seal per instructions, and removed the pump. I then found that skin had been torn off my nipple. I am now unable to breastfeed or pump from one side. This is physically painful, emotionally distressing, and deprives my infant daughter of breast milk since I can now only use one breast instead of both.